Manufacturer narrative:
(B)(4). Unit alarmed motor error during rewind due to corroded the motor home switch. Unable to perform displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. Unable communicate to sensor simulator to verify calibrate error alarm due to motor error alarms.

Event description:
The customer reported via phone call that the insulin pump had calibration error. Customer¿s blood glucose was unknown. Customer stated that the cannot recall the exact error but it was something like motor error. The insulin pump will not be returned for analysis.